Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: as returned, the surface exhibits damage typical of a failed attempt to install. Damage to the dovetail is noted, likely a result of the reported insertion. Based on the damage seen, it is possible that the articular surface was inserted at a sub-optimal angle, thus causing the dovetail to not engage properly. Without further info, however, a definitive cause for the reported event cannot be determined. Eval: dimensional readings are conforming to print specs. Mfg documentation for the device was reviewed and indicates it was mfg, inspected, and packaged to spec.

Event description:
It is reported that the 12mm articular surface was easily raised, therefore, the surgeon implanted a 10mm articular surface.